Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer's blood glucose level. The customer followed the instructed steps to clean the pneumatic tap area and ultimately resolved the issue by loading a new cartridge onto the pump, allowing them to successfully resume insulin administration.